Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the fio2 (fraction of inspired oxygen) reading of bellavista 1000 ventilator is lower than the set value. The ventilator was set at 80% fio2 and the reading would be 73%. The issue occurred during patient-use that lead to desaturation, the device was replaced with another ventilator.

Manufacturer narrative:
Result of investigation: the device either functioned as intended or a problem was not found. Technical team suspected that the root cause of the issue was user error (failure to follow the manufacturer's instructions). It is usual and mentioned in the user manual that - particularly when using higher o2 settings - a two-point calibration of the oxygen sensor is needed in such alarm situations. The issue was resolved with a 2p calibration.